Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in iraq . It was reported that the patient faced an adhesive event as the infusion set tape was not sticking after the set has been used for 1 day. Patient prepared the site using alcohol and also allowed for alcohol to dry before inserting the infusion set. No further information available.